Event description:
Late 70¿s female with history of hypertension, coronary artery disease and atrial fibrillation. Procedure: diagnostic heart cath using the right femoral artery. The disc of the vascade would not stay deployed. Another device used without further problems. No known harm to the patient, discharged the same day. Manufacturer response for vascade, vascade vcs (per site reporter). Will obtain.